Event description:
It was reported that the patient had an artificial urinary sphincter implanted in 2015. This month, the device began to function differently than usual. Previously, when operating the pump once or twice, the cuff opened completely, releasing all of the urine. However, now when the pump is activated twice, the cuff deflates, the cuff opens, but closes faster, not being able to release all the urine, being necessary to wait a few moments to press the pump again and release the rest of the urine.